Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously went to the desktop screen, and no desktop icons or the mouse were displaying. After rebooting, the cns would not boot up. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) spontaneously went to the desktop screen, and no desktop icons or the mouse were displaying. After rebooting, the cns would not boot up. They tried moving the hard drives around, but the issue persisted. Not in patient use. Investigation summary: the customer had reported that they were not able to boot into windows. A replacement hdd was sent to the customer to resolve the issue. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage, such as power outages, power surges, and generator tests, may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometimes then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance). The device was installed in 12/2017 with no history of similar complaints. Wear and tear of the hdds is a probable root cause. The following field contains no information (ni), as attempts to obtain the information were made, but none were provided. D10 attempt #1 11/20/2023 emailed the bme for all items under the no information list. No reply was received. Attempt #2 11/27/2023 emailed the bme for all items under the no information list. No reply was received. Attempt #3 12/04/2023 emailed the bme for all items under the no information list. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously went to the desktop screen, and no desktop icons or the mouse were displaying. After rebooting, the cns would not boot up. Not in patient use.

Manufacturer narrative:
**UDI related data quality updates** corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously went to the desktop screen, and no desktop icons or the mouse were displaying. After rebooting, the cns would not boot up. Not in patient use.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously went to the desktop screen, and no desktop icons or the mouse were displaying. After rebooting, the cns would not boot up. They tried moving the hard drives around, but the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but none were provided. D10 attempt #1 11/20/2023 emailed the bme for all items under the no information list. No reply was received. Attempt #2 11/27/2023 emailed the bme for all items under the no information list. No reply was received. Attempt #3 12/04/2023 emailed the bme for all items under the no information list. No reply was received.